Manufacturer narrative:
One device was received for evaluation. Visual inspection found, the device to be in good condition. There was a 'high-pressure' alarm revealed, in the event history log. Functional testing was unable to duplicate the reported problem. However, it was confirmed, in the event history log. The service history review had no indication, that the complaint was related to a service of the device within the review period.

Event description:
It was reported, that the device exhibited pressure alarms sporadically again and again. Even after, system change and pressure reduction. There was unknown patient involvement.